Event description:
Unomedical reference number (B)(4). Event occurred in netherland. On 6-may-2024, , the patient reported that two infusion set falling of his body. And patient reports set has been use for 2 day. The blood glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1880422- MDR 8021545-2024-00848 - device 1 of 2. E1: patient information: (B)(6).